Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures or problems. The cycler weighed fill volume values were within tolerance. The cycler programmed displayed fill and drain volume values were within the tolerances. A simulated treatment was performed and completed without any failures or problems. The cycler programmed displayed fill and drain volume values were within the tolerances. The valve actuation test passed. The system air leak test passed. The load cell value and verification were within tolerance. The patient sensor calibration check passed. There were no discrepancies encountered in the internal inspection of the cycler. The reported symptom (hb make sure hb is on ht tray and unclamped) was not confirmed with testing. The reported symptom (scale reading error warning) was not confirmed with testing. The reported symptom (iipv (dv>200% of fv)) was not confirmed with testing. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Patient reported an incomplete drain during treatment. Treatment details provided by the patient indicated an episode of increased intraperitoneal volume (iipv). (B)(6). The reported drain volume of 6017ml is 240% over the expected drain volume which resulted in a reportable device malfunction. The patient did not report that medical attention was required. Additional information has been requested.